Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had lot of motor errors, down arrow button sticks when pressed, the reservoir retainer ring was broken and insulin pump squirts insulin when priming almost every time, battery life was down to an average of 3 to 4 days and insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.